Event description:
It was reported by the clinician that a lead integrity alert (lia) was triggered for short interval counts (sic) and for non-sustained tachycardia events with cycle lengths > 220ms. It was further reported the patient had a ventricular fibrillation (vf) episode at the same time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-25 lead, implanted: (B)(6) 2006. (B)(4).